Manufacturer narrative:
An investigation was performed and the device was found to be working within spec.

Event description:
The rptr indicated that: (1) the cardiac journal showed 2% in apvp at rates between 150-860 ppm, and (2) the atrial/ventricular pacing threshold test used values which were not available for programming.